Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the coolant warm and burnt tip cannot be confirmed. No probe sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use (16600972-01), which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Precautions - avoid placing lateral forces on the applicator tip during placement or removal. - always use the lowest power and shortest time necessary to achieve the targeted ablation. - each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. - inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. The device was visually inspected - the ceramic tip was confirmed to be burnt and was observed to be detached. The remaining tip material indicated blackened region on tip starts 2mm from shaft junction and is present for 8mm length until tip fracture point. 10 mm of tip remains attached to device shaft. The device was connected to test generator to test pump operation. The device coolant circuit coolant circuit is working as water was entering inlet of bag spike and exiting outlet of bag spike, flowing though shaft coolant inlet. The ceramic tip, semi rigid center conductor, ceramic cylinder and end washer have completely detached. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. The cause of this type of thermal event cannot be definitively determined. The customer's reported complaint description of tip burnt was confirmed. In addition, the distal portion of the ceramic tip was detached and not returned. Good faith efforts were asked if tip was detached during procedure but no response received; may have occurred post procedure during handling. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use (16600972-01), which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Precautions: - avoid placing lateral forces on the applicator tip during placement or removal. - always use the lowest power and shortest time necessary to achieve the targeted ablation. - each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. - inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. On setting up,and after testing the applicator in saline, the device overheated and the device tip melted, destroying the device making it unfit for further use. The applicator was exchanged for a new one and the procedure was completed. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).